Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration out of the epidural space, as confirmed via x-rays. Diagnostics revealed high impedances. As a result, the physician explanted and replaced the patient¿s lead with a new model. Postoperatively, effective stimulation was restored.